Event description:
It was reported that during the implant procedure, while the extravascular (ev) lead was connected to the analyzer, there was significant electrical noise/artifact observed while testing ring1-ring2 sensing r-wave amplitude was very low. A second tunneling was done with a new lead but there were similar noise levels and poor sensing. A third attempt was performed to increase the distance from the patient's leadless implantable pulse generator (ipg), but the noise and sensing issues persisted. After evaluating the sensing options, the procedure was aborted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.